Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
At the end of the procedure, it was reported that it took more time than usual (75 minutes) to achieve hemostasis for the puncture site. Astriction was not enough, and suture was also carried out. Physician confirmed that there were no damaged arteries and blood pressure was slightly decreased. No other adverse events were confirmed. The access site had been enlarged with incision to replace the transseptal sheath with the flexcath advance sheath prior to the start of the cryoablation procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.